Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown duration of sensor error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of unknown duration of sensor error is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.